Event description:
A caller reported a cartridge alarm identified as number 20. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue with no further complications reported.